Manufacturer narrative:
D10: 300-01-10 - equinoxe humeral stem primary press fit 10mm. 322-10-00 - humeral adapter tray, +0. 320-31-40 - glenosphere, 40mm. 320-15-05 - eq rev locking screw. 320-35-02 - small superior augment glenoid plate. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the right side. Subsequently, the patient experienced an intra-op calcar fracture during the attempted reduction. Surgeon performed orif (open reduction and internal fixation) with cerclage wire. The device remains implanted. The outcome is considered resolved. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 - health effect clinical code, health effect - impact code and type of investigation. The following sections were corrected: b1. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.